Manufacturer narrative:
Evaluation summary. The device may have fractured due to incomplete assembly to the driver instrument while in operation. The driver tabs need to be fully engaged into the slots on the reamer for proper torque transmission. The exact cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that after reaming the glenoid, a small fragment of the reamer was discovered in the wound.